Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Patients device will not interrogate in clinic with no lights on the wand. Rep to attempt additional positions and another programmer. Device remains implanted at this time. Should additional information become available, this file will be updated.